Event description:
The customer stated that she tested her blood glucose using her contour meter and another meter. The contour read 501 mg/dl, while the other meter read 91 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, the customer performed a control test and received a result of 218 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.